Event description:
On (B)(6) 2012 it was reported that the patient experienced blood glucose (bg) of 50mg/dl with lightheadedness. The reporter stated that the patient was treated with oral carbohydrates and the bg resolved to target and the symptom subsided. It was reported that the patient was using an older model animas insulin infusion pump as a back up pump for insulin delivery at the time of the event. The reporter claimed that the low bg was caused by an insulin-on-board feature malfunction. The patient allegedly delivered multiple boluses within a short period of time and the over delivery caused the low bg. The reporter reviewed the pump settings with customer support (cs) and discovered that the iob feature was turned off. Cs reviewed the iob feature and instructed the reporter that the iob feature is turned off if dashed lines are showing on the bolus calculation. The patient was said to remain on this pump for insulin delivery. This complaint is being reported because the patient experienced signs and symptoms of hypoglycemia after delivering excess bolus insulin.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device is not expected for return at this time and the patient continues to use the pump for insulin delivery. It was determined that use error caused the reported hypoglycemia.